Event description:
Medtronic received information regarding an axium coil that was stuck in the sheath. The patient was undergoing a coil embolization procedure to treat an unruptured saccular aneurysm of a basilar artery. The aneurysm max diameter was 4mm and the neck diameter was 3mm. Blood flow and vessel tortuosity were normal. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). During d elivery, the coil could not be pushed in the microcatheter and was removed for safety. It was then found that the coil was stuck in the protective sheath. The coil was replaced to continue the procedure. There was no harm or injury to the patient. On 2021-08-18 (rep, for): additional information received indicated the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.

Manufacturer narrative:
The axium prime implant coil was found to be damaged within the introducer sheath. The implant coil tip was found broken. The axium prime implant coil could not be pushed out from within the introducer sheath as resistance was encountered and was retracted out against resistance. If information is provided in the future, a supplemental report will be issued.